Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. There was no report of patient ill effect. There is a sample available for evaluation.